Manufacturer narrative:
(B)(4).

Event description:
This system was returned with documentation from the hospital. This system was explanted due to the patient's health improving and the physician deciding the patient no longer needed the system. There are no known complaints against this device. There were no adverse patient events reported. Should additional information be received, this file will be updated. On 10/25/16, we were notified that the patient believes there is a complaint on this device and lead. No other information is available. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos. The device was implanted for one month and three charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection of the available iegm as well as the statistical data revealed small sensing amplitudes in the atrial and the ventricular channel. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise and in full amplitude, proving the sensing function of the ICD to be normal. In a next step, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the manufacturing process for this device was reinvestigated, revealing no indication of a material or manufacturing problem. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a device malfunction.